Manufacturer narrative:
Initial and final MDR (B)(4). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyse a particular item. Investigation in progress.

Event description:
Reference number(B)(4). Event occurred in the unites states it was reported that the patient infusion set fell off during use, the infusion set was in use for half a day.the event occured on (B)(6) 2026.the patient replaced infusion set and resumed insulin deliveries successfully no further information is available.